Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltages were adjusted and the generator and the filament were calibrated. The new calibration files were saved to the system. The monitor and steering coupling were adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system displayed a filament regulator error message. No pt injury was reported.